Event description:
It was reported the customer was hospitalized for low blood glucose. The customer stated that she could not see the insulin pump screen in the dark and pressed the light button several times, but the light did not come on. Explained the customer that pressing the buttons several times would activated the easy bolus and if she then pushed the activate button twice, it would deliver a bolus. The customer stated that the button presses led to the accidental bolus delivery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.